Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was presented in the operating room for a routine device change out. Inappropriate auto mode switching was observed due to far-field r-wave oversensing. After the new device was implanted, the same behavior was observed. Programming changes were made, and no further oversensing was seen. Patient will be monitored with routine follow up.